Event description:
It was reported that a patient presented with reported discomfort at the site of the patient's implantable cardioverter defibrillator (ICD). The ICD was surgically removed and replaced on (B)(6) 2023. The patient was stable throughout.

Manufacturer narrative:
The device was returned for analysis. It was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.